Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the patient experienced a hemorrhagic stroke. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. During the tcar procedure, the patient's blood pressure was within range per the instruction for use however, the patients blood pressure spiked significantly during induction of general anesthesia and at the time of carotid cut down. After the procedure, the patients blood pressure remained high, and they were unable to be extubated. The physician elected to re-enter the vessel through the groin to evaluate the stent which was patent and imaging revealed a hemorrhagic stroke. No intervention was performed and the patient died on (B)(6) 2025.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the patient experienced a hemorrhagic stroke. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. During the tcar procedure, the patient's blood pressure was within range per the instruction for use however, the patients blood pressure spiked significantly during induction of general anesthesia and at the time of carotid cut down. After the procedure, the patients blood pressure remained high, and they were unable to be extubated. The physician elected to re-enter the vessel through the groin to evaluate the stent which was patent and imaging revealed a hemorrhagic stroke. No intervention was performed and the patient died on (B)(6) 2025.